Event description:
On (B)(6) 2011, pt reported, the protective rubber has peeled off the up button of the infusion device and this has caused the button to not function properly. Pt has to press the up button a certain way for the infusion device to respond. Pt will give himself an insulin injection if he is not able to bolus through the infusion device. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.